Event description:
It was reported that the pump had a motor not running error. No patient involvement or injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was a crack on right plunger case and rear right corner of the bottom case, otherwise no appearance of any physical damaged. Error history log review found a motor rate error. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be the leadscrew did not operate as intended. Actions were taken to mitigate the reported issue: replaced leadscrew also replaced clutch halves for preventive. Performed occlusion test and all functional testing which passed.